Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gravida ii and parity 1. Concomitant products included lamotrigine (lamotrigin) and pantoprazole (protonix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/ autoimmune disorder (type of disorder: ibs);"). In (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis") and fungal infection ("yeast infection/infection (bladder/ urinary tract/vaginal) (type: yeast)/infection"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), dysmenorrhoea ("pain in pelvic area during menstrual period/dysmenorrhoea (cramping)"), dyspareunia ("pain in pelvic area during sex"), ovulation pain ("pain in pelvic area during ovulation"), endometriosis ("adhesions causing endometriosis"), headache ("migraines/headaches") and migraine ("migraines /headaches"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and ovulation pain had resolved and the menstrual disorder, vulvovaginal candidiasis, fungal infection, pelvic adhesions, irritable bowel syndrome, endometriosis, headache and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, fungal infection, headache, irritable bowel syndrome, menstrual disorder, migraine, ovulation pain, pelvic adhesions, pelvic pain and vulvovaginal candidiasis to be related to essure. The reporter commented: during the insertion procedure, an essure device was deployed in the right fallopian tube with 4 coils visible. A second device was similarly deployed in the left tube with 4 coils visible. The hysteroscope and tenaculum were then removed with good hemostasis noted. Plaintiff stated her pain and severe cramping resolved 1month after removal of the essure device. Pos-operative findings of salpingectomy showed normal-appearing uterus, both ovaries were encased in adhesions, and there were some adhesions in the posterior cul-de-sac just attached to the uterus the left tube had a distal hydro salpinx. There was a small implant of apparent endometriosis in the posterior cul-de-sac in the midline. Microscopic description showed the right fallopian tube coil (right salpingectomy) with the coil present. The left fallopian tube (left salpingectomy) with the coil present and a benign para tubal cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, ovulation pain, irritable bowel syndrome, vulvovaginal candidiasis, pelvic adhesions, and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 27-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6) 2015 to (B)(6) 2020, provera from (B)(6) 2015 and tramadol from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included gastroesophageal reflux disease since 2014, gravida ii and parity 1. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016, diazepam (valium) from (B)(6) 2015, dicycloverine hydrochloride (bentyl) from (B)(6) 2015, ergocalciferol since (B)(6) 2015, esomeprazole from (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2015, lamotrigine (lamotrigin), metaxalone (skelaxin) from (B)(6) 2015, metronidazole (flagyl 250) from (B)(6) 2015, omeprazole since (B)(6) 2014, ondansetron (zofran) (B)(6) 2015 to (B)(6) 2016, proton pump inhibitors, rabeprazole sodium (aciphex) from (B)(6) 2015, tizanidine (B)(6) 2015 and topiramate (trokendi) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain in pelvic area during menstrual period/dysmenorrhoea (cramping)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced sciatica ("sciatic pain"). On (B)(6) 2015, the patient experienced gastroenteritis bacterial ("bacterial gastroenteritis"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/autoimmune disorder (type of disorder: ibs);") and vitamin d deficiency ("autoimmune disorder type of disorder: vitamin d. Deficiency"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"). On (B)(6) 2016, the patient experienced dyspareunia ("pain in pelvic area during sex"). On (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis /infection (bladder/ urinary tract/vaginal) type: vulvar candidiasis"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("yeast infection/infection (bladder/ urinary tract/vaginal) (type: yeast)/infection"). On (B)(6) 2016, the patient experienced endometriosis ("adhesions causing endometriosis"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions /severe adhesions"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), ovulation pain ("pain in pelvic area during ovulation"), abdominal pain ("pain:abdominal area"), back pain ("pain:lower back area") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vulvovaginal candidiasis, vulvovaginal mycotic infection, ovulation pain, vaginal discharge, abdominal pain, back pain and genital haemorrhage had resolved, the menstrual disorder, pelvic adhesions, irritable bowel syndrome, endometriosis, headache, migraine, mood altered, depression, anxiety, vitamin d deficiency, gastroenteritis bacterial and sciatica outcome was unknown and the nausea was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, gastroenteritis bacterial, genital haemorrhage, headache, irritable bowel syndrome, menstrual disorder, migraine, mood altered, nausea, ovulation pain, pelvic adhesions, pelvic pain, sciatica, vaginal discharge, vitamin d deficiency, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: during the insertion procedure, an essure device was deployed in the right fallopian tube with 4 coils visible. A second device was similarly deployed in the left tube with 4 coils visible. The hysteroscope and tenaculum were then removed with good hemostasis noted. Plaintiff stated her pain and severe cramping resolved 1month after removal of the essure device. Pos-operative findings of salpingectomy showed normal-appearing uterus, both ovaries were encased in adhesions, and there were some adhesions in the posterior cul-de-sac just attached to the uterus the left tube had a distal hydro salpinx. There was a small implant of apparent endometriosis in the posterior cul-de-sac in the midline. Microscopic description showed the right fallopian tube coil (right salpingectomy) with the coil present. The left fallopian tube (left salpingectomy) with the coil present and a benign para tubal cyst. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), bladder or urinary problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, ovulation pain, irritable bowel syndrome, vulvovaginal candidiasis, pelvic adhesions, and endometriosis. Batch no: d01970, production date: 2014-08-22, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gravida ii and parity 1. Concomitant products included lamotrigine (lamotrigin) and pantoprazole (protonix). On (B)(6)2015, the patient had essure inserted. In june 2015, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/autoimmune disorder (type of disorder: ibs);"). In september 2016, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis") and fungal infection ("yeast infection/infection (bladder/ urinary tract/vaginal) (type: yeast)/infection"). In november 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), dysmenorrhoea ("pain in pelvic area during menstrual period/dysmenorrhoea (cramping)"), dyspareunia ("pain in pelvic area during sex"), ovulation pain ("pain in pelvic area during ovulation"), endometriosis ("adhesions causing endometriosis"), headache ("migraines/headaches") and migraine ("migraines/headaches"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and ovulation pain had resolved and the menstrual disorder, vulvovaginal candidiasis, fungal infection, pelvic adhesions, irritable bowel syndrome, endometriosis, headache and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, fungal infection, headache, irritable bowel syndrome, menstrual disorder, migraine, ovulation pain, pelvic adhesions, pelvic pain and vulvovaginal candidiasis to be related to essure. The reporter commented: during the insertion procedure, an essure device was deployed in the right fallopian tube with 4 coils visible. A second device was similarly deployed in the left tube with 4 coils visible. The hysteroscope and tenaculum were then removed with good hemostasis noted. Plaintiff stated her pain and severe cramping resolved 1month after removal of the essure device. Pos-operative findings of salpingectomy showed normal-appearing uterus, both ovaries were encased in adhesions, and there were some adhesions in the posterior cul-de-sac just attached to the uterus the left tube had a distal hydro salpinx. There was a small implant of apparent endometriosis in the posterior cul-de-sac in the midline. Microscopic description showed the right fallopian tube coil (right salpingectomy) with the coil present. The left fallopian tube (left salpingectomy) with the coil present and a benign para tubal cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, ovulation pain, irritable bowel syndrome, vulvovaginal candidiasis, pelvic adhesions, and endometriosis. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: event added as migraines / headaches added. Infection is clubbed with yeast infection/infection (bladder/ urinary tract/vaginal) (type: yeast) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in a 27-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6) 2015 to (B)(6) 2019, provera from (B)(6) 2015 to (B)(6) 2015 and tramadol from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included gravida ii, parity 1 and gastroesophageal reflux disease since 2014. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016, diazepam (valium) from (B)(6) 2015, dicycloverine hydrochloride (bentyl) from (B)(6) 2015, ergocalciferol since (B)(6) 2015, esomeprazole from (B)(6) 2014, ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6)201, lamotrigine (lamotrigin), metaxalone (skelaxin) from (B)(6) 2015, metronidazole (flagyl 250) from (B)(6) 2015 to (B)(6) 2015, omeprazole since (B)(6) 2014, ondansetron (zofran)(B)(6) 2015 to (B)(6) 2016, proton pump inhibitors, rabeprazole sodium (aciphex) from (B)(6) 2015, tizanidine (B)(6) 2015 and topiramate (trokendi) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain in pelvic area during menstrual period/dysmenorrhoea (cramping)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced sciatica ("sciatic pain"). On (B)(6) 2015, the patient experienced gastroenteritis bacterial ("bacterial gastroenteritis"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/autoimmune disorder (type of disorder: ibs);") and vitamin d deficiency ("autoimmune disorder type of disorder: vitamin d. Deficiency"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"). On (B)(6) 2016, the patient experienced dyspareunia ("pain in pelvic area during sex"). On (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis /infection (bladder/ urinary tract/vaginal) type: vulvar candidiasis"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("yeast infection/infection (bladder/ urinary tract/vaginal) (type: yeast)/infection"). On (B)(6) 2016, the patient experienced endometriosis ("adhesions causing endometriosis"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions /severe adhesions"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), ovulation pain ("pain in pelvic area during ovulation"), abdominal pain ("pain:abdominal area") and back pain ("pain:lower back area"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, ovulation pain, abdominal pain and back pain had resolved, the menstrual disorder, pelvic adhesions, irritable bowel syndrome, endometriosis, headache, migraine, mood altered, depression, anxiety, vitamin d deficiency, vaginal discharge, gastroenteritis bacterial and sciatica outcome was unknown and the vulvovaginal candidiasis, vulvovaginal mycotic infection and nausea was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, gastroenteritis bacterial, headache, irritable bowel syndrome, menstrual disorder, migraine, mood altered, nausea, ovulation pain, pelvic adhesions, pelvic pain, sciatica, vaginal discharge, vitamin d deficiency, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: during the insertion procedure, an essure device was deployed in the right fallopian tube with 4 coils visible. A second device was similarly deployed in the left tube with 4 coils visible. The hysteroscope and tenaculum were then removed with good hemostasis noted. Plaintiff stated her pain and severe cramping resolved 1 month after removal of the essure device. Pos-operative findings of salpingectomy showed normal-appearing uterus, both ovaries were encased in adhesions, and there were some adhesions in the posterior cul-de-sac just attached to the uterus the left tube had a distal hydro salpinx. There was a small implant of apparent endometriosis in the posterior cul-de-sac in the midline. Microscopic description showed the right fallopian tube coil (right salpingectomy) with the coil present. The left fallopian tube (left salpingectomy) with the coil present and a benign para tubal cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, ovulation pain, irritable bowel syndrome, vulvovaginal candidiasis, pelvic adhesions, and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs received. Added event nausea, vitamin d. Deficiency, anxiety, depression, mood changes, pain: lower back area, pain: abdominal area, sciatic pain, bacterial gastroenteritis, vaginal discharge, patient did not undergo essure confirmation test. Updated outcome of events: pain, vaginal infections, nausea. Updated event onset dates. Historical drug, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 27-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6) 2015 to (B)(6) 2020, provera from (B)(6) 2015 and tramadol from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included gastroesophageal reflux disease since 2014, gravida ii and parity 1. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016, diazepam (valium) from (B)(6) 2015, dicycloverine hydrochloride (bentyl) from (B)(6) 2015, ergocalciferol since (B)(6) 2015, esomeprazole from (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2015, lamotrigine (lamotrigin), metaxalone (skelaxin) from (B)(6) 2015, metronidazole (flagyl 250) from (B)(6) 2015, omeprazole since (B)(6) 2014, ondansetron (zofran) (B)(6) 2015 to (B)(6) 2016, proton pump inhibitors, rabeprazole sodium (aciphex) from (B)(6) 2015, tizanidine (B)(6) 2015 and topiramate (trokendi) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain in pelvic area during menstrual period/dysmenorrhoea (cramping)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced sciatica ("sciatic pain"). On (B)(6) 2015, the patient experienced gastroenteritis bacterial ("bacterial gastroenteritis"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/autoimmune disorder (type of disorder: ibs);") and vitamin d deficiency ("autoimmune disorder type of disorder: vitamin d. Deficiency"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"). On (B)(6) 2016, the patient experienced dyspareunia ("pain in pelvic area during sex"). On (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis /infection (bladder/ urinary tract/vaginal) type: vulvar candidiasis"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("yeast infection/infection (bladder/ urinary tract/vaginal) (type: yeast)/infection"). On (B)(6) 2016, the patient experienced endometriosis ("adhesions causing endometriosis"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions /severe adhesions"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), ovulation pain ("pain in pelvic area during ovulation"), abdominal pain ("pain:abdominal area"), back pain ("pain:lower back area") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vulvovaginal candidiasis, vulvovaginal mycotic infection, ovulation pain, vaginal discharge, abdominal pain, back pain and genital haemorrhage had resolved, the menstrual disorder, pelvic adhesions, irritable bowel syndrome, endometriosis, headache, migraine, mood altered, depression, anxiety, vitamin d deficiency, gastroenteritis bacterial and sciatica outcome was unknown and the nausea was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, gastroenteritis bacterial, genital haemorrhage, headache, irritable bowel syndrome, menstrual disorder, migraine, mood altered, nausea, ovulation pain, pelvic adhesions, pelvic pain, sciatica, vaginal discharge, vitamin d deficiency, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: during the insertion procedure, an essure device was deployed in the right fallopian tube with 4 coils visible. A second device was similarly deployed in the left tube with 4 coils visible. The hysteroscope and tenaculum were then removed with good hemostasis noted. Plaintiff stated her pain and severe cramping resolved 1month after removal of the essure device. Pos-operative findings of salpingectomy showed normal-appearing uterus, both ovaries were encased in adhesions, and there were some adhesions in the posterior cul-de-sac just attached to the uterus the left tube had a distal hydro salpinx. There was a small implant of apparent endometriosis in the posterior cul-de-sac in the midline. Microscopic description showed the right fallopian tube coil (right salpingectomy) with the coil present. The left fallopian tube (left salpingectomy) with the coil present and a benign para tubal cyst. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), bladder or urinary problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, ovulation pain, irritable bowel syndrome, vulvovaginal candidiasis, pelvic adhesions, and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. D01970) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multigravida and parity 1. Concomitant products included lamotrigine (lamotrigin) and pantoprazole (protonix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)"). In (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis") and fungal infection ("yeast infection"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), infection ("infections"), dysmenorrhoea ("pain in pelvic area during menstrual period"), ovulation pain ("pain in pelvic area during ovulation"), dyspareunia ("pain in pelvic area during sex") and endometriosis ("adhesions causing endometriosis"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, ovulation pain and dyspareunia had resolved and the menstrual disorder, infection, irritable bowel syndrome, pelvic adhesions, vulvovaginal candidiasis, fungal infection and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, fungal infection, infection, irritable bowel syndrome, menstrual disorder, ovulation pain, pelvic adhesions, pelvic pain and vulvovaginal candidiasis to be related to essure. The reporter commented: during the insertion procedure, an essure device was deployed in the right fallopian tube with 4 coils visible. A second device was similarly deployed in the left tube with 4 coils visible. The hysteroscope and tenaculum were then removed with good hemostasis noted. Plaintiff stated her pain and severe cramping resolved 1month after removal of the essure device. Pos-operative findings of salpingectomy showed normal-appearing uterus, both ovaries were encased in adhesions, and there were some adhesions in the posterior cul-de-sac just attached to the uterus the left tube had a distal hydro salpinx. There was a small implant of apparent endometriosis in the posterior cul-de-sac in the midline. Microscopic description showed the right fallopian tube coil (right salpingectomy) with the coil present. The left fallopian tube (left salpingectomy) with the coil present and a benign para tubal cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, ovulation pain, irritable bowel syndrome, vulvovaginal candidiasis, pelvic adhesions, and endometriosis. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received and the following events were provided: dysmenorrhea (cramping), pain, ibs (irritable bowel syndrome), severe adhesions causing endometriosis, pain in pelvic area during ovulation, pain in pelvic area during menstrual period, pain in pelvic area during sex, and she did not you undergo an essure confirmation test. Essure lot number d01970 was provided. Medical records were also received and the following events were provided: yeast infection, and vaginal candidiasis. Details of insertion procedure, post-salpingectomy findings and events outcome were also provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in a 27-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6) 2015 to (B)(6) 2020, provera from 19-feb-2015 to march 2015 and tramadol from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included gastroesophageal reflux disease since 2014, gravida ii and parity 1. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016, diazepam (valium) from (B)(6) 2015 to (B)(6) 2015, dicycloverine hydrochloride (bentyl) from (B)(6) 2015 to (B)(6) 2015, ergocalciferol since (B)(6) 2015, esomeprazole from (B)(6) 2014 to (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2015 to (B)(6) -2015, lamotrigine (lamotrigin), metaxalone (skelaxin) from (B)(6) 2015 to (B)(6) 2015, metronidazole (flagyl 250) from august 2015 to september 2015, omeprazole since april 2014, ondansetron (zofran)(B)(6) 2015 to (B)(6) 2016, proton pump inhibitors, rabeprazole sodium (aciphex) from (B)(6) 2015 to (B)(6) 2015, tizanidine (B)(6) 2015 to (B)(6) 2015 and topiramate (trokendi) since (B)(6) 2015. On(B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain in pelvic area during menstrual period/dysmenorrhoea (cramping)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced sciatica ("sciatic pain"). On (B)(6) 2015, the patient experienced gastroenteritis bacterial ("bacterial gastroenteritis"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/autoimmune disorder (type of disorder: ibs);") and vitamin d deficiency ("autoimmune disorder type of disorder: vitamin d. Deficiency"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"). On (B)(6) 2016, the patient experienced dyspareunia ("pain in pelvic area during sex"). On (B)(6) 2016, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis /infection (bladder/ urinary tract/vaginal) type: vulvar candidiasis"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("yeast infection/infection (bladder/ urinary tract/vaginal) (type: yeast)/infection"). On (B)(6) 2016, the patient experienced endometriosis ("adhesions causing endometriosis"). In (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions /severe adhesions"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), ovulation pain ("pain in pelvic area during ovulation"), abdominal pain ("pain:abdominal area"), back pain ("pain:lower back area") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vulvovaginal candidiasis, vulvovaginal mycotic infection, ovulation pain, vaginal discharge, abdominal pain, back pain and genital haemorrhage had resolved, the menstrual disorder, pelvic adhesions, irritable bowel syndrome, endometriosis, headache, migraine, mood altered, depression, anxiety, vitamin d deficiency, gastroenteritis bacterial and sciatica outcome was unknown and the nausea was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, gastroenteritis bacterial, genital haemorrhage, headache, irritable bowel syndrome, menstrual disorder, migraine, mood altered, nausea, ovulation pain, pelvic adhesions, pelvic pain, sciatica, vaginal discharge, vitamin d deficiency, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: during the insertion procedure, an essure device was deployed in the right fallopian tube with 4 coils visible. A second device was similarly deployed in the left tube with 4 coils visible. The hysteroscope and tenaculum were then removed with good hemostasis noted. Plaintiff stated her pain and severe cramping resolved 1month after removal of the essure device. Pos-operative findings of salpingectomy showed normal-appearing uterus, both ovaries were encased in adhesions, and there were some adhesions in the posterior cul-de-sac just attached to the uterus the left tube had a distal hydro salpinx. There was a small implant of apparent endometriosis in the posterior cul-de-sac in the midline. Microscopic description showed the right fallopian tube coil (right salpingectomy) with the coil present. The left fallopian tube (left salpingectomy) with the coil present and a benign para tubal cyst. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), bladder or urinary problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, ovulation pain, irritable bowel syndrome, vulvovaginal candidiasis, pelvic adhesions, and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: abnormal bleeding. Outcome of previously added events vulvovaginal candidiasis, vaginal discharge, vaginal yeast infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent bilateral salpingectomy due to complications from the essure device.). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.